Event description:
During attempted stenting of the right renal artery, the stent was noted to move distally during balloon inflation, and was implanted distal to the intended location in the right renal artery. Therefore, a second palmaz genesis stent was implanted to fully cover the lesion. There was no report of any adverse effect to the pt. The lesion was described as neither calcified nor tortuous, and there was no reported difficulty advancing the sds to the site. The product has been returned for eval and testing; however, the engineering evaluation has not been completed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well. Add'l info will be submitted within 30 days of receipt.